Manufacturer narrative:
Complaint details: the customer reported that their multiple patient receiver (org) is experiencing intermittent communication loss. Investigation summary: nk tech support was able to duplicate the issue of intermittent communication loss. The cause of the issue was malfunctioning receiver cards and cpu board and they were replaced to resolve the issue. The device was installed at the customer's facility on (B)(6) 2014. Due to the age of the device, the root cause of the intermittent communication loss is related to normal wear and tear. A CAPA is not warranted.

Event description:
The customer reported that their multiple patient receiver (org) is experiencing intermittent communication loss.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is experiencing intermittent communication loss. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multiple patient receiver (org) is experiencing intermittent communication loss.